Manufacturer narrative:
The insulin pump had critical pump error after battery installation. Constant critical pump error alarm and broken force sensor. Problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 113 mg/dl. The insulin pump will not be returned for analysis.